Event description:
It was reported that during the procedure, when pacing at 600ms, the recording indicated an irregular output. The stimulator would miss every other beat.

Manufacturer narrative:
The ep4 stimulator was returned for evaluation. Testing was unable to duplicate the reported problem. The ep4 was fully tested and the unit was determined to meet all specifications. The cause for the reported event remains unknown.